Manufacturer narrative:
Since it is unknown which device is directly implicated in this complaint, tsb080806a / sn# (B)(6)/ UDI-di (B)(4) will be included in the report. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: pre-implantation cta dated on (B)(6)2024. The length from the lsa to the lesion appears to be 2.8mm, by outer curve length. The covered length from the lcca distal border to the lsa distal border appears to be 2.5cm, by outer curve length. There appears to be irregular thrombus in the thoracic aortic arch into the descending thoracic aorta (dta). Diameters within the 2cm distal to the lcca distal border appear to range from ~23mm ¿ 26mm. Diameters 13-15cm distal to the lcca distal border appear to range from ~23mm ¿ 25mm. Images provided do not allow for evaluation in relation to the reported complaint. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, patient underwent an endovascular procedure to treat a thoracic aneurysm utilizing gore® tag® thoracic branch endoprosthesis. All devices were successfully implanted and procedure went well with no deployment issues. During recovery, patient had a stroke and woke up paralyzed on the left side as patient is not able to move their left leg and arm. Physician used a different technique from a publication (portal pre-cannulation technique to avoid wire wrap) for this procedure where the physician put the catheter in (did not use a thru-wire) then put the device in, after which, physician cannulated the subclavian artery antegrade. Physician thinks its a potential possibility that the catheter itself may have dislodged the thrombus plaque but is unsure on the exact cause. Patient had normal and short aneurysmal segment close to the left subclavian artery. There was no excessive thrombus in posterior or distal landing zones. There is no information on reintervention or additional treatment at this time. On (B)(6) 2024, additional information received: patient has had another CT scan done, which showed that they have an acute right middle cerebral artery (mca) and an MRI is ordered but unknown when it will be done. Patient is still unable to move their left arm and leg.